Event description:
It was reported that previous surgery on (B)(6) 2013 - c4-7 posterior fusion. Revision surgery on (B)(6) 2014. Surgeon revising and extending hardware to t2. One blocker from 2013 surgery had dislodged. Surgeon noticed prior to surgery from x-rays.

Manufacturer narrative:
Method: device history review; results: manufacturing files could not be reviewed because no parts or lot numbers were provided. The reported event stated that the implant was originally implanted in (B)(6) 2013 and this revision took place in (B)(6) 2014. A revision to a construct suggests the patient was likely not fused from the original surgery. As stated in the surgical technique, implants will be subjected to excessive and repeated stresses that can cause loosening of the components as a result of delayed/non-union of the vertebrae. Conclusion: the likely cause is non-union.

Event description:
It was reported that previous surgery on (B)(6) 2013 - c4-7 posterior fusion. Revision surgery on (B)(6) 2014. Surgeon revising and extending hardware to t2. One blocker from 2013 surgery had dislodged. Surgeon noticed prior to surgery from x-rays.